Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a wallflex biliary covered stent was to be implanted in the bile duct to treat a 3cm malignant stenosis during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2022. The patient's anatomy was tortuous and was not dilated prior to stent placement. During the procedure, post stent deployment, when the patient was reviewed, stent displacement was noted through imaging. Consequently, the stent was removed from the patient with biopsy forceps and another wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
The initial reporter's facility name is (B)(6). (B)(4).